Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient will not be reimplanted due to non-medical reasons.

Manufacturer narrative:
The recipient reportedly healed.

Event description:
The recipient reportedly experienced device extrusion. On (B)(6) 2018, the recipient underwent repositioning surgery. During repositioning surgery, granulation tissue, which was found in the mastoid cavity and around the device, was removed. The recipient's device extruded once again. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed as well as cut silastic overmold on the top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.